Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was no longer finding the effects of the pump effective and elected for the removal of the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, the pump was explanted, and the catheter was left in the patient's body inactive. There were no plans to replace the pump in the future. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2011: product type catheter h3. Product received for analysis. Analysis not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider was having difficulties reading the pump and they wanted to know if they could they still read it if the pump had been shut down. Reviewed it still could be read. Reviewed checking pump orientation, electromagnetic interference, using another programmer, etc. To troubleshoot. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the difficulty reading the pump was still unknown. Diagnostics/troubleshooting performed include trying to read several times. Actions/interventions taken included the patient being sent back to their previous provider. The issue did not resolve. The rep stated that the patient was sent back to their previous provider for possible x-ray to see if the pump was flipped in the pocket. The patient made an appointment but then did not show up/cancelled. The rep stated that the patient was being "weaned" for component removal. The previous provider indicated that the patient had a history of the pump flipping. The patient's pump was set at minimum rate. The patient was sent back to this provider to try and determine why interrogation was unsuccessful (i.e. Had the pump flipped again). The patient did in fact make the appointment with the previous provider, but then did not show up/cancelled. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the provider was unsure and it was unknown when the pump flipping was first observed. The rep stated that they were notified of the pump flipping when they called the provider to ask for last pump programming, but did not recall the date. The rep stated that it was probably the date that they called technical services. Diagnostics/troubleshooting taken related to the pump flipping included the patient had an appointment but the patient cancelled. No actions/interventions were taken yet and to the rep's knowledge, the pump flipping had not resolved. When asked which components were being removed and why the rep stated that nothing had been removed to their knowledge.